Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing on the rate/sense channel of the lead that resulted in inappropriate anti-tachycardia pacing (atp) therapy being delivered. Additionally, there was high out-of-range pacing impedance of greater than 2,000 ohms. Isometrics and pocket manipulation was done but the noise was not able to be reproduced. A lead revision procedure was scheduled. A venogram was performed prior to the procedure and it was found that the patient's vein was occluded. The patient did not wish to have anything implanted on the opposite side. Therefore, the revision procedure was cancelled. The ICD was reprogrammed to extend the ventricular tachycardia (vt) duration to prevent additional inappropriate therapy from being delivered. This product remains in service. No adverse patient effects were reported.